Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included hydronephrosis, renal pelvic calcification, nausea, abdominal pain lower, constipation, splenic flexure syndrome, periumbilical pain, ovarian cyst, nabothian cyst, headache, dizziness, fatigue, bloody stool, gas, hemorrhoids, uterine enlargement, benign neoplasm of colon, rectal bleeding, rectal pain, prolapse vaginal, cough, sneezing, stress incontinence, female, urinary urgency, urinary frequency, urinary incontinence, rectocele, defaecation urgency, urinary tract infection, chronic cervicitis, hyperplasia endometrial, paratubal cyst, skin tags and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ibuprofen since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2011, nitrofurantoin, paracetamol (acetaminophen) and paracetamol (tylenol 8 hour) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011 and (B)(6) 2011. Insertion details- right-7 coils and left-3 coils. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: 1. Prominent fecal material in the right colon and splenic flexure. Differential considerations include constipation.. Computerised tomogram abdomen - on (B)(6) 2014: impression: moderate right hydronephrosis with multiple calyceal stones but no renal pelvis or ureteral stone. This could be due to an occult stone, a recently passed stone, or urinary tract infection without stone; on (B)(6) 2017: impression: 1. Moderate amount of stool throughout colon. But non obstructive bowel gas pattern. 2. 6 cm left ovarian cyst, or alliteratively 2 adjacent cysts. 3. Bilateral fallopian tube occlusion devices. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1) cervix with chronic active cervicitis, negative for dysplasia and malignancy. 2) disordered proliferative endometrium, negative for atypical hyperplasia and malignancy. 3) myometrium and serosa with no significant abnormality. 4) bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia. Lot number: 794897, manufacture date:2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no: 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. Previously administered products included for birth control: mirena from 2008 to on (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included hydronephrosis, renal pelvic calcification, nausea, abdominal pain lower, constipation, splenic flexure syndrome, periumbilical pain, ovarian cyst, nabothian cyst, headache, dizziness, fatigue, bloody stool, gas, hemorrhoids, uterine enlargement, benign neoplasm of colon, rectal bleeding, rectal pain, prolapse vaginal, cough, sneezing, stress incontinence, female, urinary urgency, urinary frequency, urinary incontinence, rectocele, defaecation urgency, urinary tract infection, chronic cervicitis, hyperplasia endometrial, paratubal cyst, skin tags and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ibuprofen since may 2011, macrogol 3350 (miralax) since on (B)(6) 2011, nitrofurantoin, paracetamol (acetaminophen) and paracetamol (tylenol 8 hour) since on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)", vaginal haemorrhage ("abnormal bleeding (vaginal)", dysmenorrhoea ("dysmenorrhea (cramping)", depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish") and flank pain ("flank pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain and back pain had resolved and the depression, anxiety and flank pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2011. Insertion details- right-7 coils and left-3 coils discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2017: impression: 1. Prominent fecal material in the right colon and splenic flexure. Differential considerations include constipation. Computerised tomogram abdomen: on (B)(6) 2014: impression: moderate right hydronephrosis with multiple calyceal stones but no renal pelvis or ureteral stone. This could be due to an occult stone, a recently passed stone, or urinary. Tract infection without stone; on (B)(6) 2017: impression: 1. Moderate amount of stool throughout colon. But non obstructive bowel gas pattern. 2. 6 cm left ovarian cyst, or alliteratively 2 adjacent cysts. 3. Bilateral fallopian tube occlusion devices. Hysterosalpingogram: on an unknown date: essure device was successfully occluded. Pathology test: on (B)(6) 2018: uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1) cervix with chronic active cervicitis, negative for dysplasia and malignancy. 2) disordered proliferative endometrium, negative for atypical hyperplasia and malignancy. 3) myometrium and serosa with no significant abnormality. 4) bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number: 794897, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: new event " flank pain" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included hydronephrosis, renal pelvic calcification, nausea, abdominal pain lower, constipation, splenic flexure syndrome, periumbilical pain, ovarian cyst, nabothian cyst, headache, dizziness, fatigue, bloody stool, gas, hemorrhoids, uterine enlargement, benign neoplasm of colon, rectal bleeding, rectal pain, prolapse vaginal, cough, sneezing, stress incontinence, female, urinary urgency, urinary frequency, urinary incontinence, rectocele, defaecation urgency, urinary tract infection, chronic cervicitis, hyperplasia endometrial, paratubal cyst, skin tags and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ibuprofen since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2011, nitrofurantoin, paracetamol (acetaminophen) and paracetamol (tylenol 8 hour) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish") and flank pain ("flank pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain and back pain had resolved and the depression, anxiety and flank pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, flank pain, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011. Insertion details- right-7 coils and left-3 coils discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: 1. Prominent fecal material in the right colon and splenic flexure. Differential considerations include constipation. Computerised tomogram abdomen - on (B)(6) 2014: impression: moderate right hydronephrosis with multiple calyceal stones but no renal pelvis or ureteral stone. This could be due to an occult stone, a recently passed stone, or urinary tract infection without stone; on (B)(6) 2017: impression: 1. Moderate amount of stool throughout colon. But non obstructive bowel gas pattern. 2. 6 cm left ovarian cyst, or alliteratively 2 adjacent cysts. 3. Bilateral fallopian tube occlusion devices. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2018: uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1) cervix with chronic active cervicitis, negative for dysplasia and malignancy. 2) disordered proliferative endometrium, negative for atypical hyperplasia and malignancy. 3) myometrium and serosa with no significant abnormality. 4) bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia. Lot number: 794897, manufacture date:2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. No new information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included hydronephrosis, renal pelvic calcification, nausea, abdominal pain lower, constipation, splenic flexure syndrome, periumbilical pain, ovarian cyst, nabothian cyst, headache, dizziness, fatigue, bloody stool, gas, hemorrhoids, uterine enlargement, benign neoplasm of colon, rectal bleeding, rectal pain, prolapse vaginal, cough, sneezing, stress incontinence, female, urinary urgency, urinary frequency, urinary incontinence, rectocele, defaecation urgency, urinary tract infection, chronic cervicitis, hyperplasia endometrial, paratubal cyst, skin tags and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ibuprofen since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2011, nitrofurantoin, paracetamol (acetaminophen) and paracetamol (tylenol 8 hour) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish") and flank pain ("flank pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, abdominal pain and back pain had resolved and the depression, anxiety and flank pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, flank pain, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011 and (B)(6) 2011. Insertion details- right-7 coils and left-3 coils discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: 1. Prominent fecal material in the right colon and splenic flexure. Differential considerations include constipation.. Computerised tomogram abdomen - on (B)(6) 2014: impression: moderate right hydronephrosis with multiple calyceal stones but no renal pelvis or ureteral stone. This could be due to an occult stone, a recently passed stone, or urinary tract infection without stone; on (B)(6) 2017: impression: 1. Moderate amount of stool throughout colon. But non obstructive bowel gas pattern. 2. 6 cm left ovarian cyst, or alliteratively 2 adjacent cysts. 3. Bilateral fallopian tube occlusion devices. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2018: uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1) cervix with chronic active cervicitis, negative for dysplasia and malignancy. 2) disordered proliferative endometrium, negative for atypical hyperplasia and malignancy. 3) myometrium and serosa with no significant abnormality. 4) bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia. Lot number: 794897, manufacture date:2010-10, expiration date: 2013-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included hydronephrosis, renal pelvic calcification, nausea, abdominal pain lower, constipation, splenic flexure syndrome, periumbilical pain, ovarian cyst, nabothian cyst, headache, dizziness, fatigue, bloody stool, gas, hemorrhoids, uterine enlargement, benign neoplasm of colon, rectal bleeding, rectal pain, prolapse vaginal, cough, sneezing, stress incontinence, female, urinary urgency, urinary frequency, urinary incontinence, rectocele, defaecation urgency, urinary tract infection, chronic cervicitis, hyperplasia endometrial, paratubal cyst, skin tags and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ibuprofen since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2011, nitrofurantoin, paracetamol (acetaminophen) and paracetamol (tylenol 8 hour) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain and back pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Insertion details- right-7 coils and left-3 coils discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done plaintiffs received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: 1. Prominent fecal material in the right colon and splenic flexure. Differential considerations include constipation. Computerised tomogram abdomen - on (B)(6) 2014: impression: moderate right hydronephrosis with multiple calyceal stones but no renal pelvis or ureteral stone. This could be due to an occult stone, a recently passed stone, or urinary tract infection without stone; on (B)(6) 2017: impression: 1. Moderate amount of stool throughout colon. But non obstructive bowel gas pattern. 2. 6 cm left ovarian cyst, or alliteratively 2 adjacent cysts. 3. Bilateral fallopian tube occlusion devices. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1) cervix with chronic active cervicitis, negative for dysplasia and malignancy. 2) disordered proliferative endometrium, negative for atypical hyperplasia and malignancy. 3) myometrium and serosa with no significant abnormality. 4) bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia. Lot number: 794897, manufacture date:(B)(6) 2010, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, back pain, general abnormal bleeding. Events outcome were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating. (B)(6) 2018-surgical pathology report diagnosis: uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with chronic active cervicitis, negative for dysplasia and malignancy. Disordered proliferative endometrium, negative for atypical hyperplasia and malignancy. Myometrium and serosa with no significant abnormality. Bilateral fallopian tubes with benign paratubal cysts, otherwise no significant abnormality. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2011; for an unreported indication: mirena. Concurrent conditions included hydronephrosis, renal pelvic calcification, nausea, abdominal pain lower, constipation, splenic flexure syndrome, periumbilical pain, ovarian cyst, nabothian cyst, headache, dizziness, fatigue, bloody stool, gas, hemorrhoids, uterine enlargement, benign neoplasm of colon, rectal bleeding, rectal pain, prolapse vaginal, cough, sneezing, stress incontinence, female, urinary urgency, urinary frequency, urinary incontinence, rectocele, defaecation urgency, urinary tract infection, chronic cervicitis, hyperplasia endometrial, paratubal cyst, skin tags and dysfunctional uterine bleeding. Concomitant products included hydrocodone, ibuprofen since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2011, nitrofurantoin, paracetamol (acetaminophen) and paracetamol (tylenol 8 hour) since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 insertion details- right-7 coils and left-3 coils discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: impression: prominent fecal material in the right colon and splenic flexure. Differential considerations include constipation. Computerised tomogram abdomen - on (B)(6) 2014: impression: moderate right hydronephrosis with multiple calyceal stones but no renal pelvis or ureteral stone. This could be due to an occult stone, a recently passed stone, or urinary tract infection without stone; on (B)(6) 2017: impression: moderate amount of stool throughout colon. But non obstructive bowel gas pattern. 6 cm left ovarian cyst, or alliteratively 2 adjacent cysts. Bilateral fallopian tube occlusion devices. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 8-aug-2019: pfs+mr received- lot number, new events- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping) were added. Outcome of pelvic pain updated to recovered / resolved. New reporters, patient information, medical history, lab data, historical and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.